Event description:
It was reported that the devices were used during an unknown procedure. The devices misfired. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: two devices (a-b) were received for analysis. Device a was returned in good visual condition and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/8 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Device b was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with no damaged to the spring lockout tab; it is possible that the device's firing stroke was interrupted. The returned device was tested for functionality with a test cartridge and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. (B)(4).